Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s blood glucose value was 340 mg/dl. The customer also mentioned other blood glucose values such as 400 mg/dl. The customer also reported cosmetic damage to insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms as a result of high blood glucose value. The customer treated high blood glucose with shots. Based on customer¿s report customer does allege under delivery because they experienced high blood glucose value. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. Device received with broken battery tube thread noted.